Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer experienced blood glucose (bg) levels of 380mg/dl and small traces of ketones. Correction boluses were delivered and manual injections were administered to address the bg level. When the customer would receive these occlusion alarms, they would change their infusion set site and administer 1 unit boluses to avoid the occlusion alarm from reoccurring. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.